Event description:
It was reported that the md inserted the sheath via the left femoral artery in the cath lab. The iab was removed from the tray, & the md noticed the membrane was loose; nevertheless, he inserted the iab through the sheath. Iab became stuck in the sheath. As a result, the iab and sheath were removed as one unit. The md inserted a different brand iab. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.